Event description:
Iit was reported that rotawire guidewire detachment occurred resulting in an unretrieved device fragment and additional intervention. A 330cm rotawire guidewire was selected for angioplasty. During the procedure, while retracting rotawire guidewire, a slight tension was applied to retract the wire that had advanced too much in the distal of the vessel. The rotawire guidewire detached, and radiopaque part of the wire remained in the distal portion of the anterior interventricular branch. A medicated stent was placed over the detached fragment to keep the guidewire in place. The procedure was completed, and no further patient complications reported.